Manufacturer narrative:
Analysis of the AED log files determined that the device generated a service code associated with a temperature warning condition. The warning was triggered when the AED detected a temperature outside the environmental operating and storage ranges specified in the device technical specifications. An out-of-range environmental condition could potentially inhibit the AED from delivering therapy. During subsequent bench testing, the service code was cleared following a manual self-test. The device successfully passed all functional and performance testing. Attempts to recreate the reported service code and high-temperature warning condition were unsuccessful.

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.